Event description:
It was reported that the patient alert was triggered and there has been a gradual increase in right ventricular (rv) lead threshold. It was also reported that there was atrial undersensing of atrial fibrillation (af). The patient alert was cleared and the leads remain in use. The patient was admitted to the hospital for observation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d224drg defibrillator, implanted: (B)(6) 2010; product ID: 5076 non-defib lead, implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.